Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen and got a pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. No frozen display noted. Unit successfully downloaded to thump. Verified 3 consecutive pump error 63 alarms (line number 704 file number 2006) in the adapt tool fault error log due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. No date time listed in the adapt tool fault error log for pump error 63. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the electronic assembly. No frozen display noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.